Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgical coordinator reported that following an intraocular lens (iol) implant procedure, the patient experienced unclear vision at distance and near. The iol was exchanged for another lens model two months following the initial procedure. Additional information has been requested.